Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Technical services (ts) reviewed the lead trend data and noted that shock impedance measurements showed a gradual increase. Ts discussed the option of increasing the alert value in the remote home monitoring system and continuing to monitor. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.